Manufacturer narrative:
E1 (phone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that an electrode was broken and was unable to be removed from the scope in question. It was further observed that the device's tip was scorched. There was no report of any related injury/ adverse event in relation to this event. No further information is currently available, despite three good faith attempts to acquire further data.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report #3007960282-2025-00161.

Event description:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report #3007960282-2025-00161.